Manufacturer narrative:
Should this allegation be confirmed, there is a potential for the gantry to collide with a patient or user, which would be likely to cause an adverse event. Although there was no reported injury in this case, the available information suggests a malfunction of the device may have occurred. Though still under investigation, varian has determined that a MDR is appropriate as this malfunction should it recur, could potentially result in misadministration and serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
Unexpected gantry rotation. During a fixed 6mv morning checkout measurement, the technician noticed that the gantry had been rotating and they stopped the beam. The gantry angle on the console screen read 22 degrees, the measurements made during this period did not read correctly and were being repeated. There was no report of injury or misadministration associated with this event.